Manufacturer narrative:
(B)(4). A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that the product was dirty / stained.

Manufacturer narrative:
No samples or photos are available for evaluation. Unfortunately, as a result, the failure mode could not be verified. The type and color of the stain could not be confirmed and the probable root cause could not be determined. Product record review were reviewed for lot 0017579 and no non-conformances were noted during the manufacturing of this lot. This is the only complaint that has been received for the reported defect and lot. Corrective action was opened to evaluate and address the major sources of foreign material for 10.5ml chloraprep product. As a result of the investigation the corrective action was approved for initiation with the objective of evaluating major offenders for foreign material and reducing customer complaints due to foreign material by a minimum of 10%. All corrective action is currently in the verification of effectiveness (voe) stage. Additionally, the following activities were performed and implemented through a change control to decrease foreign matter issues. Procedures were updated to include a cleaning process at the end of shift and a visual aid of "working surface" were introduced as a reference for each packaging machine. No further actions are required at this time. This failure mode will continue to be tracked and trended.

Event description:
It was reported that the product was dirty / stained.